Event description:
It was initially reported that the pt was having an increase in seizures. The physician attempted to interrogate the pt's device, which could not be performed. The physician was able to use the programming system on other pts and there is no lead break suspected. It is unclear if the battery has reached end of service. Good faith attempts to obtain additional info have been unsuccessful to date.